Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing intermittently. The customer's blood glucose level was approximately 350 mg/dl with large ketones. Reportedly, the customer filled the cartridge with cold insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.